Manufacturer narrative:
Additional narrative: no patient or procedural involvement. Event date: unknown. Device is an instrument and is not implanted or explanted. Although the device was received by the service and repair department, receipt at the actual manufacturing facility for investigation/evaluation did not apply. The device could be repaired and was subsequently returned to the customer after april 19, 2016. Service & repair evaluation: the customer reported the screw was missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: hex screw m7 x 0.75, stop screw. The item was repaired per the inspection sheet. The repaired item passed synthes final inspection on april 19, 2016 and will be returned to the customer. The evaluation was confirmed. Service history record review: no service history review could be performed as part 387.337 / lot 3500558 is a lot/batch controlled item. The manufacture date of this item is september 28, 2010. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history record review: manufacturing site: (B)(4)- manufacturing date: september 28, 2010. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) synframe half rings (part of an evaluation equipment set) failed inspection. Both devices were found to be missing screws. No reported patient or procedural involvement. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
On may 24, 2016, it was noted that the part had been returned to manufacturer¿s service and repair facility on april 14, 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.